Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."

Event description:
We received an allegation of questionable inr results from an unspecified number of patients tested with the coaguchekinrange meter with serial number: (B)(6) compared to an unknown laboratory method. The reporter was able to provide one example of a patient with the following questionable results: on (B)(6) 2023, the meter result was 3.4 inr. The laboratory result using a venous blood sample was 6.17 inr with and 10 % quick. The time interval between the tests was "probably within four hours". On an unknown date, the meter result was  3.5 inr. The laboratory result was 6.5 inr. The time interval between the tests was a "couple of hours". The patient's therapeutic range is 2 inr to 3 inr.